Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the time and date on the insulin pump is incorrect but then corrected itself at a later time. Customer's blood glucose was unknown at the time of incident. Customer indicated that they were in a motorcycle accident and thought that the pump stopped working but wasn't sure. Troubleshooting found that the pump passed the self test. Customer indicated they would call back tomorrow if there are any further issues with the pump.